Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed "blood leak." Test strips were used to confirm the leak. Estimated blood loss was 150-200 cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample is available for mfg eval and has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported complaint was deemed not confirmed. The complaint sample was not made available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint product. Review of the batch production record did not reveal a probable cause for the reported complaint. On submission of the completed product completed product complaint investigation form for (B)(4) review, the third party carrier's website was used to track the shipping materials sent to the complainant facility. There is no indication that the (B)(4)- provided shipping materials have been used to return a complaint sample. In the event a complaint sample is received, the complaint will be opened and updated.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.